Manufacturer narrative:
The manufacturer became aware on (B)(6) 2026 that the user experienced a severe hypoglycemic event on 17-jan-2026 requiring emergency medical services and hospitalization. Review of available device data identified multiple cgm signal interruptions near the time of the event, as well as a documented history of prolonged disconnection from the ilet and reported administration of manual insulin injections while connected, which can increase the risk of glycemic variability and hypoglycemia. No confirmed device malfunction was identified, and the event was concluded to be most consistent with use-related factors and underlying clinical variability rather than device failure.

Event description:
On 22-jan-2026, the user reported that on (B)(6) 2026 they experienced hypoglycemia with a reported blood glucose of 23 mg/dl. The user was unable to treat the low blood glucose prior to intervention and required assistance from a caregiver who contacted emergency services. The user was treated by emergency medical services and transported for hospitalization, where intravenous dextrose and fluids were administered, and the user remained hospitalized at the time of reporting.